Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The proximal anchor was not returned. The distal anchor is fractured at the top of its internal threads. The distal plug is threaded onto the lower distal anchor threads. A functional evaluation showed that the orange and black deployment knobs work as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the inner plug of the helicoil knotless remained in the tip after fixing the distal anchor when the inserter was removed. The distal anchor was removed from the patient. The procedure was completed by fixing the anchor further distally with a smith and nephew back up device with a 5 min surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).